Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white particles observed inner the device. ¿ yellow particles observed on the surface of the device.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.